Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was over 600 mg/dl and the ketone level was small. The cause was not known. The infusion set was changed and an insulin injection was administered. A pump system check was performed and no device issues were identified. The contact declined further follow-up. Tandem technical support advised the contact to discuss the event with a healthcare provider.